Event description:
Fax received from customer with attached medwatch #09005-2003-0001 reporting: "during placement of spinal catheter, the needle broke off in pt. X-ray revealed broken tip in pt. Needle successfully removed from pt." Further investigation revealed that the needle tip broke off into the pt during a left knee anterior cruciate ligament (acl) procedure. It was confirmed that the needle tip was surgically removed successfully and that the pt did not have any permanent injury.